Manufacturer narrative:
This report is submitted on april 23, 2021.

Event description:
Per the clinic, the patient developed a wound infection. Incision and drainage was performed on (B)(6) 2021, and the patient was treated with oral antibiotics for 2 weeks. However, the infection could not be resolved, and the patient was placed under general anesthesia on (B)(6) 2021, in order to explant the device. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.